Event description:
The implanted port and catheter was not functioning. Upon explantations it was discovered that the catheter had broken off from the port. There was considerable fibrous tissue covering the free end of the catheter.